Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. The logs for this date were examined to investigate the incident. The exact time of the incident was not given. Per the incident description, the user performed a 3d scan at 10:02:32. This 3d scan was the only one of its kind for the day in question. At 10:39:07, the logs showed the following error: "recoverable error: (134) the voltage supply for the microcontroller u21 is out of 5vdc ± 7%." This error was accompanied by the following error: "generator interface status event: generator interface error. Generator not ok (error number=32)." At 12:41:03, the logs again showed the same error pattern. This error pattern repeated until 12:54:57. At 12:57:24, the user initiated a shutdown. The time frame corresponded with the incident description. The sedecal x-ray generator reported an error to the o-arm firmware; which, in turn, forwarded the error to the ias application. Although the user did not attempt another scan, any further x-ray scans would have been prevented by the error condition. This issue was documented in a medtronic navigation software anomaly tracking database. The gantry motion controller was returned to the manufacturer for evaluation. Analysis confirmed reported problem. The door-axis amplifier shorted on the power input line. The motion enclosure was also returned for evaluation, although no fault was found. The part was found to be fully functional during testing. The power conversion unit q1 shorted due to defective motion box. Analysis confirmed reported problem. Additionally,the power supply unit have been returned to the manufacturer for evaluation, although analysis is not yet complete. And the cvr tilt stage rt has not been returned for evaluation. An electrical failure mode was confirmed, with the root cause being the gantry motion controller and power conversion unit.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate the reported issue. The system functioned normally during testing. No parts were replaced on the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the image acquisition system (ias) started making a beeping sound. It was reported that the imaging system was successfully used to acquire a 3d spin 3 hours prior to the event. No errors appeared in the system logs, and both the ias and mobile view station (mvs) were plugged in and receiving power. The imaging system was rebooted and the issue was resolved. The patient was no impacted, and the procedure was completed successfully after no delay. No additional details were provided.

Manufacturer narrative:
Investigation of returned suspect power supply unit confirmed the reported problem was caused by an electrical failure. Performed output testing over the course an hour. 5v supply dropped by 0.145vdc within the first 6 minutes of testing. The remaining test period the supply rapidly fluctuated, eventually reducing the supply by 1.185vdc. Power supply is not stable.

Manufacturer narrative:
Failure analysis confirmed that the ias (image acquisition system) beeping was due to a failure of the gantry motion controller. It was found that the door-axis amplifier shorted on the power input line. The part was sent back to the supplier for further investigation, but no additional information was gathered beyond the findings from failure analysis. A review of complaints found that this is an isolated occurrence, no further actions beyond post-market monitoring is required at this time.